Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shock therapy. Subsequently, the device was explanted, and the electrode was surgically abandoned. A transvenous system was implanted successfully. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.